Manufacturer narrative:
(B)(4). Concomitant medical device: prism 6 channel analyzer, list # 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism (B)(6) o plus or (B)(6) surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or (B)(6) surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Event description:
The customer observed 51 prism (B)(6) drain time error messages and one drain time error generated for the prism (B)(6) surface antigen assay when prism reaction tray lot 90579m500 was in use. The customer stated one additional serum sample generated drain time errors across all prism channels, however, a plasma sample for that same donor was used successfully. There was no impact to patient management.